Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The procedure was being performed using transesophageal echocardiography (tee) imaging. Significant challenges were noted during the transseptal puncture (tsp) imaging but the physician managed to cross successfully. A 27mm wds was successfully prepped, advanced, and deployed in the left atrial appendage (laa) with only one deployment and no recaptures or repositioning. Post-procedure imaging revealed a small pericardial effusion, though the patient's blood pressure remained stable. The physician performed a pericardiocentesis to alleviate the effusion removing approximately 400cc of fluid. The physician suspected the effusion occurred during the challenging tsp while still on the right side of the heart. The dark blood from the pericardiocentesis supported this suspicion. It was confirmed that the bleeding stopped post procedure, and the patient was in stable condition with no further complications. The patient was expected to fully recover and bleeding stopped post procedure. The device is not expected to be returned for analysis (disposed). No pericardial effusion noted on echo (tee was imaging used for this case) before procedure. The versacross rf wire was used as the guidewire. On the right side before going transseptal, the wire was pulled back and advanced multiple times to get good transseptal position. Once on the left side after going transseptal, the wire was not pulled back and advanced more than once because it went into appendage on first try. Imaging was not lost and wm position was never a concern. It was a single deployment implant and no repositioning was needed. There was not a challenging anatomy. Not shallow and no issue causing pectinate. Around 400cc of fluid was pulled off during pericardiocentesis.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The procedure was being performed using transesophageal echocardiography (tee) imaging. Significant challenges were noted during the transseptal puncture (tsp) imaging but the physician managed to cross successfully. A 27mm wds was successfully prepped, advanced, and deployed in the left atrial appendage (laa) with only one deployment and no recaptures or repositioning. Post-procedure imaging revealed a small pericardial effusion, though the patient's blood pressure remained stable. The physician performed a pericardiocentesis to alleviate the effusion removing approximately 400cc of fluid. The physician suspected the effusion occurred during the challenging tsp while still on the right side of the heart. The dark blood from the pericardiocentesis supported this suspicion. It was confirmed that the bleeding stopped post procedure, and the patient was in stable condition with no further complications. The patient was expected to fully recover and bleeding stopped post procedure. The device is not expected to be returned for analysis (disposed). No pericardial effusion noted on echo (tee was imaging used for this case) before procedure. The versacross rf wire was used as the guidewire. On the right side before going transseptal, the wire was pulled back and advanced multiple times to get good transseptal position. Once on the left side after going transseptal, the wire was not pulled back and advanced more than once because it went into appendage on first try. Imaging was not lost and wm position was never a concern. It was a single deployment implant and no repositioning was needed. There was not a challenging anatomy. Not shallow and no issue causing pectinate. Around 400cc of fluid was pulled off during pericardiocentesis. It was further confirmed that multiple wire positionings during tsp were due to difficult patient anatomy as well as difficulty imaging the septum/the tenting of the sheath on the septum. Act was therapeutic during the procedure. The patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental MDR is being submitted for the update field describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.